Event description:
Per the clinic, the patient experienced deterioration in hearing leading to the explantation of the baha attract magnet on (B)(6) 2026 under general anesthesia. Reimplantation is planned but had not taken place at the time of this report